Manufacturer narrative:
The coolgard 3000 ivtm console (B)(4) was service on (B)(6) 2016. The investigation is as follows: the event logs were reviewed and found tcmid: 05 (coolant failure). In summary, the reported complaint was confirmed during the review of the event log. The system error was due to a defective sensor component. A preventive maintenance and service was performed and system was calibrated. The console passed all functionality test criteria.

Event description:
It was reported that during patient treatment, the coolgard 3000 ivtm console (B)(4) displayed "error system" message. Based on the patient's condition, ivtm (intravenous temperature management) therapy was started. After an unspecified amount of time the error message displayed. Following this event the user restarted the console, however the auto-test of the device took a very long time to begin. After completion of the auto-test the console would not power back on. The use of the coolgard ivtm was discontinued and treatment with "ice-cubes and fans" was started. No patient sequelae reported. No additional information was provided.